Manufacturer narrative:
The reported defective device has been returned to the manufacturer for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, while gaining vascular access, the guidewire uncoiled and a piece of the wire detached inside the pt. The physician was able to successfully retrieve the piece of wire. There was no harm to the pt and the procedure was completed successfully.